Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was sensing but not capturing. Additional information received indicates that the ra lead was oversensing retrograde conduction as atrial fibrillation (af). The lead was in a suboptimal position so a new ra lead was added. No adverse patient effects were reported.